Event description:
Device returned to manufacturer with report of "residual for refill - rotor study done 2 x with no rotor movement. After 3rd rotor study -rotor did move and purge bolus showed fluid dripping from port." Follow up with hcp revealed patient had fallen on the sidewalk on their pump while they were out walking their dog. Patient started to experience severe symptoms of pain at times but did not experience symptoms of narcotic withdrawal. It appeared that pump was functioning inconsistently. Pump replaced. Patient has relief.